Event description:
Patient reported that the adhesive pad did not stay attached to the body for the full 24 hour period with 3 v-go devices. The patient confirmed that she cleaned the application site properly.